Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a scheduled pulse generator check. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the device exhibited post paced t-wave oversensing. The device was then reprogrammed to the recommended settings. No further incident was reported.